Event description:
Approximately 7 weeks following uncomplicated cataract surgery with bilateral implantation of the crystalens iols, the patient noticed a gradual decrease in visual acuity in both eyes. The physician examined the patient and concluded that the decrease in vision was attributable to capsular contraction syndrome. Prior to any interventin, the patient had an uncorrected visual acuity of 20/60 (od) and 20/50 (os). After a yag capsulotomy was performed os, the patient's best corrected visual acuity improved to 20/50 (od) and 20/40 (os). It is unknown whether or not the device contributed to the event.